Event description:
It was reported that stimulation turned off by itself last night. It was noted that the patient was in bed and the patient programmer was in the kitchen. It was noted that the patient had been shopping during the day and then they went to bed and woke up it was off. It was noted that the patient stated that they did not turn it off. It was noted that the caller verified on the patient programmer that the stimulator was on and the battery was ok and was over half black. Additional information received reported that the patient did not have concerns with the device or therapy. It was noted that the patient received assistance from their daughter and a manufacturer representative and their concerns were resolved. It was noted that the patient did not need to go to the doctor.

Manufacturer narrative:
Product ID 37642, serial# (B)(4); product type programmer, patient product ID neu_unknown_lead, serial# unknown, implanted: 2012 (B)(6); product type lead product ID neu_unknown, serial# unknown, implanted: 2012 (B)(6); product type unknown. (B)(4).